Event description:
The pt called to report that the pt used the suspect device to check the pt's blood glucose and obtained high readings. The pt then took a total of 26.3 units of humalog insulin. Pt then stated pt had a diabetic seizure and called emt's. When the emt's arrived they used their own meter on the pt and pt blood glucose was 40mg/dl and 140mg/dl on the suspect device for comparison. Pt was given a glucose injection by the emt's and transported to the hosp. A hosp meter was used and pt's blood glucose was 110mg/dl. Pt was given food, held for observation and then released. Glucose control solutions were not used on the system. The suspect device was replaced with new product and authorized for return to the MFR for evaluation.